Event description:
It was reported that cgm displayed malfunction error with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance, confirmed error did not recur, and successfully started new sensor session; no additional information was received regarding further outcome of event.